Manufacturer narrative:
It was reported that the precise stent could not cross the lesion. Analysis of the returned device indicted that the unit was fully deployed and the stent was not returned. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The intended target lesion was the common carotid bifurcation lesion with an 88% stenosis with no calcification or vessel tortuousity. Unsuccessful attempts have been made to clarify the missing stent and the fully deployed unit. One non-sterile precise pro rx ous carotid system, 5f, 7 mm x 30 mm, 135 cm was received coiled inside a plastic bag. Unit was deployed. Stent was not received. A kink was observed at 6 cm from the hub. Also two bents were observed at 7 cm and 22 cm from brite tip. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of "kink/bents" could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported "failure to cross" by the customer was not confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Therefore no actions were taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event.

Event description:
The precise pro rx carotid stent could not cross the lesion. Analysis of the device indicted that the unit was fully deployed and the stent was not included. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The intended target lesion was the common carotid bifurcation lesion with 88% stenosis. There was no calcification or vessel tortuosity. The procedure was successfully completed. Unsuccessful attempts have been made to clarify the missing stent and the fully deployed unit.

Manufacturer narrative:
It was reported that the precise stent could not cross the lesion. Analysis of the returned device indicted that the unit was fully deployed and the stent was not returned. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The intended target lesion was the common carotid bifurcation lesion with an 88% stenosis with no calcification or vessel tortuousity. Unsuccessful attempts have been made to clarify the missing stent and the fully deployed unit. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 30mm, 135 cm was received coiled inside a plastic bag. Unit was deployed. Stent was not received. A kink was observed at 6cm from the hub. Also two bents were observed at 7cm and 22cm from brite tip. No other discrepancies were found. The usable length and the outer diameter (od) of the outer sheath were measured and it was found acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿kink¿ could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿failure to cross¿ by the customer could not be confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The reported failure ¿sds- deployment difficulty-premature deployment" by the customer was confirmed since the unit was received deployed. The cause of the failure could not be conclusively determined since no anomalies were found during functional and dimensional analysis. However neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process. Therefore, no actions will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported.